Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting and the lens was removed and replaced. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim # (B)(4).

Manufacturer narrative:
B5 - a facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting. The lens was replaced with shorter length lens and the problem resolved. Caim # (B)(4).